Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review confirmed the battery low alarm. The cause of the alarm was a defective main battery. The main battery was replaced to fix the malfunction. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information was requested and is not available.